Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down and okay buttons were unresponsive for a few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the original complaint could not be duplicated. The keypad was intact and all of the buttons responded properly. There was no contamination found under the button contacts when the keypad was removed.